Manufacturer narrative:
Manufacturer evaluation of the instrument logs found that the affected tissue samples were derived from the "6hr standard protocol" protocol comprising 160 cassettes, which started in retort b at 20:23pm on (B)(6) 2018 and completed at 03:10am on "(B)(6) 2018." Bottles 11 (xylene); 12 (xylene); and 14 (xylene) were also used for the "10hr standard protocol - surgicals" protocol comprising 190 cassettes, which started in retort a at 19:52pm on (B)(6) 2018 and completed at 06:30am on (B)(6) 2018. This protocol ran concurrently with the "6hr standard protocol" protocol started in retort b at 20:23pm on (B)(6) 2018 from which sub-optimal tissue processing was reported. Although the complainant "believe that they have had water or and aqueous substance in contaminate the xylene" following completion of processing, there was no evidence identified in the instrument logs to indicate either a use error or mechanical issue that would have resulted in the xylene contamination reported. Additionally, any water contamination of the reagent in any of bottles 11 (xylene); 12 (xylene); and 14 (xylene) would have adversely affected the tissue processing quality in both the "6hr standard protocol" protocol started in retort b at 20:23pm on (B)(6) 2018 and the "10hr standard protocol - surgicals" protocol started in retort a at 19:52pm on (B)(6) 2018 not the "6hr standard protocol" protocol started in retort b at 20:23pm on (B)(6) 2018 only. Investigation of this complaint found that the instrument functioned as designed during execution of the "6hr standard protocol" protocol started in retort b at 20:23pm on (B)(6) 2018 from which sub-optimal tissue processing was reported. The nature and the root cause of the xylene contamination reported by the complainant could not be identified from the information available. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
On 01 august 2018, the leica product applications specialist received a complaint regarding poor processing from a protocol run on (B)(6) 2018. The product applications specialist documented that the complainant "believe that they have had water or and aqueous substance in contaminate the xylene". The complainant also advised that the quality of tissue processing was satisfactory after replacing all the reagent bottles designated for xylene. On 01 august 2018, the leica field service engineer (fse) visited the customer site to assess the operation and function of the instrument. The fse reviewed the instrument logs and found several "231" event code which indicates drain retry from retort b to bottle 1. The fse confirmed the affected run was derived from the 6hr standard protocol in retort b; inspected bottle 1 and the associated vent line and the vent line was found to be kinked and was replaced; and performed system verification tests, for which all results were satisfactory; and the instrument was found to be operating within specification. On 01 august 2018, the leica field service engineer (fse) documented the following information: "most of the patient cases have been successfully reported. A small number of breast cores and prostate chip cases are currently being reviewed to determine if rebiopsy is required". On 08 august 2018, the local leica tac supervisor documented the following information: "1 set of prostate trus biopsies, from which the determination of patient management was compromised; 3 x breast core biopsy reports which required a qualification; 7 x episodes (gi tract) in which of 26 submitted specimens, 9 were unreportable". As at 31 august 2018, leica biosystems melbourne has not received any further information regarding the patient outcome.

Manufacturer narrative:
On (B)(6) 2018, the local leica (B)(4) supervisor received the following information from the laboratory: "my director has found a case for re-biopsy. We will run this past our privacy office prior to sending the details".